Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranged from 50-70 mg/dl. Low bg causes were not known. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.